Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the patient presented for a device upgrade, the right ventricular lead exhibited noise. During the procedure, externalize conductors was confirmed on fluoroscopy and by examining the lead. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
Additional information: a partial lead was returned in two pieces. On the distal piece (b), multiple internal abrasions breaching superior vena cava cables lumen at 27.9 cm to 29.3 cm, right ventricular at 8.4 cm to 9.8 cm, 10.5 cm to 11.7 cm, 18.2 cm to 18.3 cm, and 28.4 cm to 29.5 cm as well as ring electrode cables lumens at 8.4 cm to 10.0 cm and 18.1 cm to 18.2 cm were noted from the distal tip. Lead-to-can external insulation abrasion breaching rv cables lumen was noted at 41.2 cm to 42.3 cm and breaching re cables lumen was noted at 41.5 cm to 42.5 cm from the distal tip, one ring electrode cables etfe coating being abraded at this location. Other damages on these pieces were consistent with procedural damages.